Event description:
This lead was implanted on (B)(6) 2008 and united states remains implanted at this time. A call to technical services placed on (B)(6) 2014 stated that noise was noted from this rv lead last (B)(6) 2013. Noise seemed to correlate with a trip through the airport and attributed to electromagnetic interference. Recently seeing non sustained ventricular tachycardia events in the logbook that were clearly noise. This was at advocate medical. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)